Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that he thought the insulin pump was over delivering insulin. The customer's blood glucose level was 300 mg/dl. The customer was shipped tubing clamps and was advised to call back to complete troubleshooting. Nothing was replaced or returned.